Manufacturer narrative:
(B)(4). Product no returned to manufacture.

Event description:
It was reported that tsv implant fractured at the interface between implant and abutment. Implant has not been removed. Clinician is looking for another alternatives. Tooth location #30. There were follow up attempts to obtain implant information, it was unsuccessful.

Manufacturer narrative:
Additional information received for implant information. The following sections have been updated: b4: date of this report. B5: event description. D1: device brand name. D3: manufacturer. D4: catalog number and lot number. D6: implantation date. G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
It was reported that implant (tsvwb10) fractured at the interface between implant and abutment. Implant has not been removed. Clinician is looking for another alternatives. Tooth location #30.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) was not returned as it remains implanted in the patient's mouth. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) information identified: contraindications, warnings and breakage. Complainant reported that the tsv implant fractured at the interface between implant and abutment, fractured hex of the hla stock abutment. The reported event could not be verified as the device was not returned for investigation. Further, DHR review didn't show evidence of any nonconformance that may cause or contribute to the reported event. A root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation code.

Event description:
No further event information is available at the time of this report.